Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support attempted to help the patient reset the pump four times but was unsuccessful. Consequently, technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.